Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1, 06/03/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2011 with the following findings: the pump was returned to animas for evaluation. There was peeling below the ok button. The up-arrow and ok button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the up arrow keypad button has been difficult to press for the past few months. She noted that the keypad began to lift up tonight, exposing the button contacts. The patient denied exposing the pump to water and cleaning products, and stated that she wears the pump clipped to her waist. This product issue is being reported because the unresponsiveness of the keypad allegedly occurred prior to the keypad peeling.